Event description:
Caller reported encountering a cgm error 42. Their blood glucose level was not mentioned, suggesting it remained within normal range. Guidance was provided to perform a pump reset, and after assistance from technical support, the caller successfully started a new sensor session without further errors.